Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up after experiencing diaphragmatic stimulation. It was determined that the left ventricular lead had become dislodged. The lead was programmed off.